Manufacturer narrative:
It is unk if the oil leaking from this hose occurred during use or after the sterilization process. Investigation findings: the hose was received for eval and the reported problem was not verified. Further investigation did note a brownish residue on the diffuser and damage to the diffuser. Testing of this hose found a high pressure air leak from the diffuser side. A hose sample from a similar reported event was sent to a third party lab for material testing and toxicological testings. The results found that the material content of this discoloration/residue was a combination of organic (proteins) and inorganic (tap water) components. The samples sent for toxicology were found to be non-cytotoxic. In addition, conmed linvatec initiated a supplier corrective action request for this problem. The residue has been identified as a variation in dye lots coming from the thread used to make the braid on the exterior of the inner pressure hose. A formal corrective action is in place for this problem. As of july 17, 2007, natural nylon braid material is being used for the exterior of the inner pressure hose.

Event description:
It was reported that oil is leaking from this hose. There was no report of injury or surgical delay with this event.